Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during sterile processing.

Manufacturer narrative:
As returned the tasp has fractured on the medial side of the post. A large fragment below the post feature, in the anterior region, was also fractured but was not returned as it was reported lost. Both the device history record and the receiving inspection report were reviewed and no deviations or anomalies were identified. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Therefore, the problem with this device constitutes a "previously addressed design issue" as the root cause.